Event description:
It was reported to boston scientific corp in 2009, that a jagtome from this rx cholangiogram kit was used during an endoscopic retrograde cholangiopancreatography procedure performed three days prior. According to the complainant, during the procedure, the tip of the tome was crushed during use. The procedure was completed with another device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.